Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding patient who was receiving clonidine [1500 mcg/ml] at a dose of 145.5 mcg/day and dilaudid [30 mg/ml] at a dose of 2.910 mg/day via an implantable pump for spinal pain. It was reported on 2016-oct-26 that the patient had a refill on (B)(6) 2016 and the expected reservoir volume was 1 ml and the actual reservoir volume was 10 ml. It was noted that the patient had no therapy changes and no symptoms were reported. The logs were checked and there were no alarms. It was indicated that the representative was with the hcp and that they would be doing a catheter access port dye study and a roller study that day. Additional information was received on 2016-nov-07. It was reported that the hcp attempted to perform the dye and roller studies. The roller study showed that the pump was functioning properly. However, the hcp could not draw back any cerebrospinal fluid from the catheter and as a result determined there was a blockage. It was indicated that the patient would be scheduled for surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.